Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿before deploying t2, it came out of insertor.¿ t1, t2 and suture were returned separated from the device. T1 was damaged. The delivery needle did not show permanent damage. The depth limiter was attached and was disfigured. It was creased, flared and out of round. The symptom aligns with difficulty reaching intended anchoring location, probing and twisting. The device no longer cycled or actuated properly. It required assistance to retract and reset. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device was used for treatment but was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Product met specifications upon release to distribution.

Event description:
It was reported that during surgery before deploying t2, it came out of insertor. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported.